Manufacturer narrative:
Updated fields: d10, g4, g7, h2, h3, h6, h10. Complaint sample was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Elsevier published (2020) : "influence of the insertion site on central venous catheter-related complications in patients undergoing allogeneic hematopoietic cell transplantation". This retrospective study aimed to systematically analyze central venous catheters (cvc)-related complications for the 2 insertion sites in patients undergoing allogeneic hematopoietic cell transplantation (hct). Between january 2011 and june 2013, a total of 56 adult patients who underwent allogeneic hct were included in this analysis (n=36 male, n=20 female, median age: 55 years, age range: 19-74 years). In total, 101 cvcs were placed in 56 patients, including 60 at the internal jugular vein (ijv) and 41 in the subclavian vein (scv). Cvcs were covered by chlorhexidine gluconate-impregnated (cgi) dressings, either as transparent polyurethane (tegaderm) or as a sponge dressing (biopatch; ethicon). Adverse events, local inflammation, bsi (bloodstream infection), fever, central line-associated bloodstream infection (clabsi). In conclusion, in contrast to previous studies in nonhematologic patients, the present study clearly shows that in allogeneic hct recipients, cvc placement in the scv is not superior to placement in the ijv.